Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the tools could not be clamped in, the bearings and sleeve were damaged. Therefore the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from normal use and service over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the bearings on the attachment device were worn. It was determined that there was a slight imbalance in the drive shaft following vibrations in the housing which caused the device to run hot. It was further determined that the device failed the following pre-tests: thimble lock operation, lock operation and cutter insertion and temperature assessment. It was noted in the service order that the device was heating up during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.